Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 14. Details of surgery: primary stability not achieved and sinus augmentation. On (B)(6) 2024 , non-osseointegration was verified. Patient presented with fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and inflammation. No further patient complications were reported.